Manufacturer narrative:
The pump was received with intermittent button response due to a flattened button dome switch. No button error alarm was noted during testing. The keypad connector was fully locked. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump alarmed with a button error. The device was not exposed to moisture. Customer's blood glucose was 7.4 mmol/l. Customer agreed to return the product for analysis.